Manufacturer narrative:
Returned for evaluation was a nevertouch direct fiber. A visual review of the fiber noted that the gold tip tube had detached from the fiber. Crimp marks were noted on the tip tube. The customer's reported complaint description of the gold tip detaching from the fiber is confirmed. A definitive root cause cannot be determined at this time although a possible contributing factor could be due to handling while attempting to clean the fiber. If force was exerted on the fiber shaft and wiped down to the tip, the pressure could have caused the tip to detach. Although this theory cannot be definitely determined it does not appear to be design or manufacturing related as there is evidence of the tip tube being crimped to the fiber as required. A lot history records search for the nevertouch direct kit revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported on (B)(6) 2015, a patient of unknown age and gender presented for an endovenous laser procedure. During the procedure, after the successful treatment of the patient's first leg, the treating physician was cleaning the fiber before treating the patient's other leg. When cleaning the fiber, the gold tip of the fiber fractured off from the fiber shaft. The disposable device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the disposable device did not come into contact with the patient. The reported defect device has been returned to the manufacturer for evaluation.